Event description:
A respiratory therapist from the home healthcare co reported, "vent shut down on pt with alarm. Could not turn the vent back on or silence the alarm. After internal battery went dead, ac power allowed the vent to turn on and now works fine. No pt harm".